Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient was having a magnetic resonance imaging procedure (MRI). It was unknown if the procedure was due to a problem with the device or therapy. No symptoms were reported. It was also reported the pump was alarming. The alarm was heard by the healthcare provider. However, the healthcare provider did not have a programmer to perform telemetry and read the pump. The hcp stated the patient reported their pump has not worked in 10 years. The patient reported the pump alarmed every 10 minutes and they did not hear the alarm anymore, but everyone else did. Troubleshooting could not be performed due to lack of access to the product. It was unknown when the issue began, the patient reported the pump stopped working about 10 years earlier and stated the pump began alarming 10 years earlier. No further complications were reported or anticipated.